Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6), a 3.25x15mm xience alpine stent was successfully implanted. On (B)(6), the patient was re-hospitalized for chest pain. Labs were drawn and an electrocardiogram was performed. The patient was diagnosed as having an exacerbation of congestive obstruction pulmonary disease and was discharged home. There was no additional information provided.